Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with cefazolin (dosage, route, frequency, and duration not reported) for the peritonitis event. Cefazolin therapy was reported to last for two weeks. It was reported that the patient¿s symptoms recovered from the peritonitis event. Nineteen days after the peritonitis diagnosis, the patient had turbid drainage, which was reported to be a manifestation of peritonitis. On unreported date(s), the patient was treated with cefazolin (dosage, route, frequency, and duration not reported) for the event. Forty-three days after the initial peritonitis diagnosis, the patient experienced peritonitis manifested by cloudy effluent. It was reported that the patient recovered from the peritonitis event. Sixty-five days after the initial peritonitis diagnosis, the patient experienced peritonitis. On unreported date(s), the patient was treated with cefazolin (dosage, route, frequency, and duration not reported) for the event. The patient was not hospitalized for the peritonitis event. The patient was not recovered from the peritonitis event. Physioneal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4).the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.